Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String had split off- tampon [device breakage] a couple of the individual applicator packages were already opened at one end [product packaging issue]. Case narrative: consumer reported via e-mail that the strings had split off and the packages were open before use. No injury reported.